Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that their receiver erased the trend data for the last 24 hours on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.